Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Manufacturer narrative:
Correction: previously reported g3 should have been (B)(6) 2021 rather than (B)(6) 2021.

Event description:
Related manufacturer reference number: 2017865-2021-34012. Related manufacturer reference number: 2017865-2021-34014. Related manufacturer reference number: 2017865-2021-34015. It was reported that the patient presented with redness and swelling of the implantable cardioverter defibrillator pocket. The patient's full system, including their atrial lead, right ventricular lead, and left ventricular lead, was explanted. The patient was stable.